Event description:
The customer reported that the evis exera iii video system center had image issues when the maj-1430 was plugged into the front adapter port on the unit. The customer attempted multiple maj-1430 cables however, no usable image displayed on any monitor. In addition, several 180 scopes were attempted but the issue persisted. All 190 series scopes worked as normal. The event occurred during preparation, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned for evaluation. Upon evaluation, the phenomenon was confirmed / duplicated due to a faulty patient board set. Based on the results of the legal manufacturer's investigation, it was identified that a design change of the dr board (patient board) was initiated on april 16, 2018. The subject device of this report was manufactured prior to that design change (see h4). Olympus will continue to monitor the field performance of this device.